Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a moderately tortuous segment of a femoral artery. The device was advanced to the lesion site and positioned correctly. In accordance with the instructions for use, attempts were made to release the stent but with no success. The release tab on the rear handle was activated, but manual release also failed. Finally, the stent was withdrawn using a long sheath to apply pressure. No additional stent was implanted, and the procedure was concluded.